Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the coil area of the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was reportedly affected. No communication with the implant was possible when trying to perform in situ measurements. No specific incident of trauma has been reported, however an impact to the implant is plausible; the child struggles with multiple disabilities and can only move while lying on his back.the removal of the implant was performed on (B)(6), 2019. The user was not re-implanted.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. A specific trauma has not been reported, but impact to the housing is plausible considering the recipient's behavioral status. Additionally, no satisfactory hearing had been developed with the implant, which was possibly due to the reportedly difficult medical conditions of the recipient. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary; explantation is planned on (B)(6) 2019.

Event description:
Hearing performance with the device is reportedly affected. No specific incident of trauma has been reported, however an impact to the implant is plausible; the child struggles with multiple disabilities and can only move while lying on his back.the removal of the implant is planned for (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. No communication with the implant is possible when trying to perform in situ measurements. No specific incident of trauma has been reported, however an impact to the implant is plausible.